Manufacturer narrative:
The reported events were helix mechanism issue and lead dislodgement. Final analysis found that as received, a complete lead was returned in one piece with the helix partially extended and clogged with blood. The reported event of helix mechanism issue was confirmed. Visual inspection did not find any anomalies on the lead body. X-ray examination found the inner coil to be over-torqued with all inner coil filars broken/separated at the connector region consistent with procedural damage. After cutting the lead, cleaning the distal portion of the lead and applying torque directly to the inner coil, the helix could be extended/retracted, and helix extension length was measured within specification. The cause of helix mechanism issue was isolated to blood/tissue being in the helix region and over-torqued of the inner coil with all inner coil filars broken/separated at the connector region. Electrical testing did not find any indication of internal shorts.

Event description:
It was reported that the patient presented for an implant procedure. During procedure, the right ventricle lead had been dislodged few times. When attempting to reposition the lead, the lead's helix was unable to extend. As a result, the lead was not used and replaced. There were no patient consequences.